Event description:
It was reported that the patient present for follow up with under-sensing exhibited by the implantable cardioverter defibrillator (ICD). No patient symptoms were reported. Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.